Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 mg/dl, which was addressed with a correction bolus. Reportedly, the customer's health care provider requested for the settings to be changed in the customer's personal profile. Tandem technical support assisted the customer in successfully adjusting the desired settings.